Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and up arrow button contact was found to be misaligned. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
A family member reported that the pump was requiring additional presses with increased force to respond. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump.